Manufacturer narrative:
Initial.

Event description:
It was reported that the user believed they made a breakfast meal announcement during the night, but review of device logs showed no meal announcement at that time and glucose values remained stable. Symptoms included no reported adverse clinical effects. Outcomes included no disruption to therapy, no hospitalization, and no alerts or alarms. Investigation included review of uploaded device data and troubleshooting with user education. Investigation of this case revealed a missed meal announcement with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that user operation contributed to the event.